Event description:
It was reported that during an atrial fibrillation ablation, the physician was unable to mark ablation lesion markets due to decrease functionality of carto, therefore, could not be certain he had completed the lesion sets in its entirety. There was a 30minute delay and the patient was under general anesthesia for 4.5 to 5 hours. The procedure was being performed in the left atrium and a transseptal puncture was performed prior to the case delaying. The physician did not consider delaying the procedure caused a potential risk to this patient. The patient did not require extended hospitalization because of the procedure delaying. The case continued, however the system capabilities were reduced due to errors 400,273 and 283. The physician was limited to using the system as an anatomical map. The physician could not take electro-anatomical points, ablation points or manipulate the maps.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation ablation, the physician was unable to mark ablation lesion markets due to decrease functionality of carto, therefore could not be certain he had completed the lesion sets in its entirety. There was a 30 minute delay and the patient was under general anesthesia for 4.5 to 5 hours. It was found that the workstation worked slower than usual. Both hard drives were replaced, but it was reported that they weren't related to the issue. The workstation was reimaged. The system was tested and found ready for use. The data related to the case wasn't sent to carto manufacturer (htc) for further investigation. No root cause of the failure can be determined based on the provided information. DHR review was performed. No anomalies were noted in manufacturing or service.